Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017,that the patient's transmitter stopped working after passing through x-ray machine at airport. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause could not be determined. Labeling indicates: don't put your dexcom g5 components through x-ray machines.